Manufacturer narrative:
Due to the limited information provided, the investigation was unable to determine a specific root cause. A general reagent or analyzer problem was not present, because the qc prior to the event was within ranges. There was no product problem identified.

Event description:
There was an allegation of questionable elecsys hcg+beta results from the cobas e411 disk analyzer. The initial result was 0.288 miu/ml. The same sample was tested via a "card test" and the result was positive. The sample was repeated, and the result was 3476 miu/ml.

Manufacturer narrative:
The cobas e411 disk analyzer serial number was (B)(6). The investigation is ongoing.